Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced three infusion set leaking from site on (B)(6) 2024. The infusion set was in use for 24 hours. Blood glucose levels reported during the event were between 132mg/dl. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.